Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that there was an error code: c0123 on the patient programmer. This code was seen a day after the patient had an unrelated medical procedure and patient had turned off the ins prior to her procedure. It was determined that the code does not exist and no troubleshooting could be done because the patient was not around for ins to be interrogated to determine what the issue was. It was also reported that the patient had not urinated since having the unrelated medical procedure. No further complications were noted or anticipated.